Event description:
Rep reported that the pressure reading with the microsensor in the brain was 139. When taken out of the brain, it measured 160. Because the surgeon did not know what the true icp was he performed a craniotomy, which in the doctors words appeared to be unneeded. Rep was called in and he looked at the device, which appeared to be operating fine.

Manufacturer narrative:
Icp express cable 82-6636, icp micro sensor 82-6631, and icp express box was returned to co for analysis after showing unusually high icp readings during use in the field. Inspection of the devices showed that the icp express cable was in good condition. The supplier noted that during the evaluation of the box, they found that the enclosure had dents at the edges and is very dirty. Front panel overlay is also scratched. Also, it was verified that the lcd was not functional and the battery was weak and not holding charge. No other functional problems noted. Unit passed all tests without failures. The cause(s) of the damages can't be fully determined, however, it appears that the unit has been dropped. The icp express cable functioned properly. The icp express cable was used with a different icp micro sensor and functioned properly. The cable was able to be programmed with a new reference number, and that number was subsequently correctly read back into the icp express unit after the micro sensor was disconnected and reconnected. No drift behavior was seen in this case. Thus it was determined the icp express cable was performing properly. Investigation continued with the icp micro sensor. It was noted that the sutures were very tight around the catheter, and that the sutures appeared to crush the catheter in two areas. It was speculated that perhaps the tight sutures had closed off the catheter's usual venting/equalization path, resulting in drifting as the captured air's temperature changed or if the catheter was squeezed or bent. The sutures were removed in an attempt to allow the inside of the catheter (at reference side of the transducer) to vent. No change in drifting behavior was seen. A small cut was made in the catheter, near the area behind the transducer to force venting. However, this did not change the drifting behavior either. Thus the speculation that the drift was caused by air captured behind the sensor element was not proven. It was speculated at this time that the drifting was due to abrading of the insulation of the wires and the catheter due to the tight sutures. This abrasion combined with the squeezing of the wires together from the tight sutures would result in measurable resistance between the wires, partially shorting across the transducer element, resulting in drift and incorrect pressure readings. The micro sensor catheter was cut at this time to allow for examination of the wires under a microscope. Abrasion of the wires insulation in the area of the sutures was clearly seen under the microscope. Thus it was determined that the drift of the micro sensor was caused by overly tight suturing. This crushed the nylon tube of the catheter, resulting in abrasion of the insulation of the wires and also forced the wires together in this area and partially shorting across the transducer element. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.